Event description:
Plastic surgeon concerned about 4 prominent md's in his area who are continuing to purchase non-FDA approved breast implants. The implants are specifically listed on the FDA's detention list.